Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with an unknown 6f guide catheter. The device could not be removed from the guide catheter as the balloon was bunched in the distal section. The balloon had been inflated and returned in a deflated state. Visual, tactile, and microscopic examination was completed. No stent was returned for analysis. The inner wire lumen was bunched 8.5cm from the distal tip. Additionally shaft polymer extrusion and midshaft severely stretched with the proximal markerband pulled out of position from the balloon. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 19-dec-2025. It was reported that crossing difficulties were encountered. A 3.50 x 48mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent detached.